Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Event description:
As reported by the exactech clinical hip study, following the patient's left total hip arthroplasty, the patient was having difficulty voiding, which required a straight catheter, however, there was no urine. The patient was catheterized again, and 100ml of urine was drained. Flomax was given. Two hours later, while trying to void, the patient became light headed. Emergency services was called and the patient was transported to a local emergency department. The patient improved during the emergency department stay. All procedures/evaluations were within normal limits. The patient was stable for discharge and was discharged home. The near syncope event was determined to be due to vasovagal and potential orthostatic secondary to flomax. The outcome is considered to be resolved.

Manufacturer narrative:
D10: 01-030-01-0758 - alt cup clstr g7 sz 58: (B)(6). 01-030-40-0736 - alt xle lnr ntrl g7 36: (B)(6). 170-36-03 - biolox delta femoral head 36mm od, +3.5mm: (B)(6). 188-01-13 - wedge plasma x/o sz 13: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.